Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Litigation papers allege in the year following her surgery, patient suffered from discomfort and pain in her hip. It is further alleged it became increasing painful for her to walk, to rise from a seated position, to move her legs, to get in and out of a car, to stand, to walk up and down stairs and to bend.